Manufacturer narrative:
B5: additional information added h6: impact code added.

Event description:
It was reported that device shift occurred. A left atrial appendage closure procedure was performed and a 24mm watchman flx closure device was implanted after successfully meeting release criteria. At the routine 45-day follow-up, the closure device was noted to be tilted with possible sub-fabric leak. No intervention is being performed at this time. It was further reported that the patient was started on oral anticoagulation and is expected to have follow-up computed tomography. The physician felt the closure device was stable and was not concerned it would embolize.

Event description:
It was reported that device shift occurred. A left atrial appendage closure procedure was performed and a 24mm watchman flx closure device was implanted after successfully meeting release criteria. At the routine 45-day follow-up, the closure device was noted to be tilted with possible sub-fabric leak. No intervention is being performed at this time.